Event description:
A physician reported that during cataract surgery, an ophthalmic system has insufficient irrigation. The procedure was completed. The patient impact have not been provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Service history was reviewed for the system. There was no service record relevant to the complaint reported event, found. All manufacturer surgical systems are verified to meet specifications after installation. There was no indication that a malfunction occurred. Based on the information obtained, the root cause of the reported issue is attributed to the surgeon¿s preferences and not with function of the system. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was not performed. A similar complaint review of the serial number was also, not performed. As the unit was manufactured exclusively under specific protocols. The root cause of the reported event is attributed to the customer¿s dissatisfaction. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.